Event description:
It was reported that during use in an unspecified lesion, the inner core of the distal tip of the prowater guide wire separated during use and was held together only by the coils. This could not be seen under the fluoro image. The device was retracted without issue. No resistance was reported during advancement or removal of the guide wire. No adverse patient effects were reported. A second guide wire was opened and used to complete the case. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the guide wire was returned for evaluation. Analysis noted that the returned prowater was roundly bent between tip and middle brazing, where the coil was stretched for 2-3 pitches; however, neither the core wire or coil wire was broken nor separated. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4)distributes the device and is responsible for MDR reporting. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).